Manufacturer narrative:
B3: unknown; no information has been provided to date. The device has been requested for evaluation, however, it has not yet been received.

Event description:
An event involved spiros¿, closed male luer w/red cap, 10 unit reported that the device would not latch on to syringe, plunger inside of port on clave got struck and would not allow fluid to pass had to waste the vial. Plunger got struck. Port would not allow fluid to be transferred; vial of cytoxan had to be wasted. There was no reported patient involvement or harm.